Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Event description:
It was reported the patient had shoulder surgery on 2 november 2023 where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
E1 reporter phone number: (B)(6). The report of ¿inoperable ipg¿ was confirmed. Analysis of the returned ipg found this was due to the device being in service app. The last battery time stamp was (B)(6) 2023, which is consistent with the day of the patients reported unrelated surgery.